Event description:
It has been reported to philips that the system was frozen. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was occurred. It was reported that the system hangs automatically. The philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. Review of the system log file showed no relevant errors during the hanging scenario. The reported problem was one time occurrence, and it did not reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.